Event description:
The hospital staff attempted to use the device to administer a countershock to a pt diagnosed in cardiac arrest. The device allegedly failed to charge. A backup defibrillator was made available and used. The customer reported there was no injury to the pt as a result of the alleged malfunction.